Manufacturer narrative:
Results: the complaint was not confirmed. As received, visual inspection of the returned extension did not reveal any anomalies. The terminal end, body, and header were in good condition. Several lab leads were successfully inserted into the header and then removed from the header. Continuity testing was performed to analyze the channels' resistance and to verify the insulation characteristics between channels. Testing revealed the extension passed continuity and stress (twisting, bending, and stretching) testing on all channels. No interchannel anomalies were observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to insert the scs extension while attempting to implant a lead extension which resulted in high impedance values. The physician used a new lead extension to successfully complete the procedure. Effective pain coverage was obtained post-operatively.